Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damaged was identified prior to reprocessing. The instrument was inspected prior to use. It is unknown if the instrument was inspected after the completion of procedure or if there was any damage. It is unknown if the instrument collided with any other instrument or tool. It is unknown if arcing was observed.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument's yaw pulley cover exhibited thermal damage. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis.